Event description:
Complainant alleged that while attempting to treat a patient, the device would not charge energy. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing, the device displayed "status 93" and "status 66" messages.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.